Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file.this review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that on (B)(6) 2016 the patient underwent an additional surgery to remove part of the mesh, that "was exposed and seen to be lying toward the inferior and right side of the incision site, indicating that it pulled away from the left upper portion of the repair". The mesh was "densely adherent to her loop of small bowel" that had to be dissected off, and the adhesions were lysed. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018

Manufacturer narrative:
Date sent to FDA: 11/01/2019. Additional narrative: it was reported that the patient had recurrent hernia. Corrected information: manufacturing site name (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.